Event description:
It was reported that after cleaning the device at the user facility an unknown contamination was seen on the top of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.